Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Following removal of previous patient exams as there was an excessive volume of patient exams on the navigation system, the issue could not be replicated by the medtronic personnel. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the image acquisition was unable to be transferred to the navigation system. It was noted that the site radiologic technologist (rt) unplugged the network communication cable prior to the transfer being transferred. It was reported that restarting the imaging system restored functionality but the navigation system did not display the image immediately. After a short period of time, the image displayed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.